Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. No unexpected pump error 4 alarms or pump error 53 alarms noted during testing, however pump error 4 followed by pump error 53 was present in format history file due to software error. The device was received with high sleep current measurement, problem isolated to connector. The device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of pump errors from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.